Event description:
It was reported that the patient presented in the emergency room after receiving a shock. The device delivered inappropriate therapy for supra ventricular tachycardia with rapid ventricular response. Programming changes were made. The patient was fine after the event.